Event description:
The pt received two leads with the same lot number. It was reported surgical intervention was undertaken on (B)(6) 2014 and the scs system explanted because stimulation stopped helping relieve pain for approximately 2 months.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.